Event description:
It was reported that during patient care, the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. The platform did not perform any compressions. The crew reverted to manual CPR (exact length of time was not provided). Customer stated that there was no compromise of patient care. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Customer also reported that they were able to confirm the reported complaint back at the station while using a mannequin. The autopulse platform in complaint was returned to zoll on 11/10/2014 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found no damages to the platform. A review of the platform's archive was performed and found numerous ua 7 faults to have occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. The returned platform was unable to undergo initial functional testing as it exhibited a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) upon power up. A load cell characterization test was performed and found that both load cell modules were over reporting. Both of the load cell modules were replaced to remedy the reported complaint. The platform underwent and passed all final functional testing. In summary, the customer's reported complaint of the platform exhibiting a ua 7 upon power up was confirmed upon initial functional testing and during review of the platform's archive. A load cell characterization test was performed, where it was determined that both load cell modules were over reporting, causing the platform to exhibit ua 7. The autopulse® was designed to exhibit ua 7 to prevent patient harm. The load cells were replaced, remedying the customer's reported complaint.